Manufacturer narrative:
No samples were returned for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information is received, a follow up report will be filed.

Event description:
(B)(4).according to the infomation received, a user reported a urine bag with blocked urineflow. The urine was collecting at the top of the leg bag and would not flow down to the bottom of the bag.